Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported in the mmi xray review that patient is experiencing posterior subluxation of the tibial component with respect to the femoral component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed as x-ray review report from mmi states that there is posterior subluxation of the tibial component with respect to the femoral component. Device was not returned device history record (DHR) review was unable to be performed as the item number and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown maxim bearing; unknown maxim femoral; unknown maxim tibial tray. It is unknown if product will be returning to zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were submitted for this event, please see associated reports: 0001825034-2018-09471, 0001825034-2018-09472, 0001825034-2018-09473.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient is being revised due to unknown reasons.